Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defective modem integrated circuit found.

Event description:
It was reported the monitor had an orange light under the phone symbol. Interference with the phone line was encountered by the monitor when doing the daily phone check. It was also reported that lightning had struck the home. The power cord was replaced, with the same results. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported.